Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 562 mg/dl. Prior to the event, the customer's blood glucose levels were normal. He didn't check his blood glucose until later that evening. By that time, he was nauseous, lethargic, urinating frequently, acting erratic and slurring his words. The customer stated that the cannula was bent when he removed the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.